Event description:
Patient had a zimmer durom cup implanted in 2007. The durom cup became loose and the patient had explantation of the loose durom cup in early 2009 with re-implantation of a new zimmer durom cup. Dates of use: implanted on original date; removed in early 2009. Diagnosis or reason for use: left hip osteoarthritis.